Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No delivery anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump failed to give no delivery alarm while there was no insulin in reservoir. Customer¿s blood glucose level was unknown. Insulin pump had rejected new battery alarm. It was unknown that the insulin pump will be returned or not for analysis.